Manufacturer narrative:
The insulin pump had no unexpected alarms noted during testing. The insulin pump passed the unexpected restart error test and self-test. The insulin pump had multiple display history failed on startup alarm in alarm history screen due to corrupted history file. The insulin pump was received with motor error alarm during basic occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported, the customer received a no delivery alarm on their insulin pump. Customer's alarm history showed the customer received several other alarms. The customer also reported that they had began insulin pump therapy again after six months without therapy. It was found the customer had been storing their insulin pump without battery for the past six months. The customer's blood glucose was 340 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer did not program their temp basal before the alarms occurred. Troubleshooting also found the correct bolus amount was recorded in the bolus history. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.